Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient experienced 2 events after altis procedure. Event 1: post-operative left groin pain and left lower limb pain. Date of onset event 1: (B)(6) 2016. Description of the event 1: post-operative left groin pain (permanent pain, intensity=7.4) and left lower limb pain like cruralgia. Clinical examination: nothing to report. Treatment: prolongation of hospitalization (hospital admission for 1 night for pain management) and medication (paracetamol - tramadol). Status of the event 1: resolved on (B)(6) 2016. Event 2: pelvic spontaneous intermittent pain. Date of onset event 2: (B)(6) 2016. Description of the event 2: pelvic spontaneous intermittent pain (intensity=4). Pelvic and inguinal pain mainly at left and radiating to the anterior face of the left thigh like a heaviness. Treatment: medication (paracetamol - tramadol). Status of the event 2: resolved on (B)(6) 2016. Device still implanted.

Manufacturer narrative:
This follow-up MDR is created to document the additional device and event information received and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures. However, because qa's examination may not conclusively confirm or disprove the report of pain, qa accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
According to the available information, patient experienced 2 events after altis procedure. Event 1: post-operative left groin pain and left lower limb pain date of onset event 1: (B)(6) 2016. Description of the event 1: post-operative left groin pain (permanent pain, intensity=7.4) and left lower limb pain like cruralgia. Clinical examination: nothing to report. Treatment: prolongation of hospitalization (hospital admission for 1 night for pain management) and medication (paracetamol - tramadol). Status of the event 1: resolved on (B)(6) 2016. Event 2: pelvic spontaneous intermittent pain date of onset event 2: (B)(6) 2016. Description of the event 2: pelvic spontaneous intermittent pain (intensity=4). Pelvic and inguinal pain mainly at left and radiating to the anterior face of the left thigh like a heaviness. Treatment: medication (paracetamol - tramadol). Status of the event 2: resolved on (b)(5) 2016. Device still implanted. Additional information received indicated on 27 march 2018 : a monitoring visit was performed by the clinical research associate.

Manufacturer narrative:
This follow-up MDR is created to document the updated event information.

Event description:
Additional information received stated : event 2 (pelvic spontaneous intermittent pain): date of onset event 2: (B)(6) 2016. Status of the event 2: resolved on (B)(6) 2016.